Manufacturer narrative:
Additional information: h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent dimensional, pressure and clear passage underwater testing and the set was found to be within product specifications. The set was primed with sterile water then left running for one date connected to a sterile water bag and the device had no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a solution set disconnected. The patient was post cardiac arrest and was receiving an infusion of epinephrine. The tubing was found disconnected at the ¿hub site¿. The patient was hypotensive during the event. A new solution bag hung and the tubing set was replaced. No further information was available at the time of this report.